Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 12x 2.50mm promus elite mr drug-eluting stent was selected for use. However, when the device was removed from the package, it was noted that the stent itself was bent. The procedure was completed with another of the same device. No patient complications were reported.